Manufacturer narrative:
On january 27th, 2020 tandem diabetes care received additional information from the distributor. The customer received multiple intermittent occlusion alarms. During occurrences the customer felt unwell and experienced elevated blood glucose over 450 mg/dl with large ketones and vomiting. The customer self treated; exact method not provided. The customer believes occlusions were related to scar tissue buildup on the customer's stomach.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. No impact to the customer's blood glucose. Customer declined troubleshooting and reverted to an alternate pump for insulin therapy.